Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely an accidental failure of the parts on the dp substrate resulted in the absence of images.

Manufacturer narrative:
The evaluation found no image coming from video connector unit and color bars displayed due to faulty dp board and minor scratches on external housing top cover. The unit was repaired to standard specifications and returned to the asset inventory. A review of the repair history indicates no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera iii video system unit was found to have no image and the printed circuit board was defective. There was no report of any problems associated with the device and there was no patient injury or harm reported to olympus.